Event description:
It was reported that a malfunction alarm occurred, identified by a specific code. The customer's blood glucose level did not exceed 500 mg/dl and remained within an acceptable range. Technical support assisted the customer by providing information to reset the pump, and the issue did not recur after the reset.